Event description:
Boston scientific received information that this pacemaker had allegations of loss of capture (loc) and pacing inhibition greater than 2 seconds in duration. The patient was reported to be symptomatic as a result. Surgical intervention was performed and the patient was upgraded to a dual chamber pacemaker.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.